Event description:
During priming of an ecc circuit with rotaflow pump, the customer identified significant leakage at the connector of the rotaflow pump. The pump was changed within the circuit and therapy was initiated. No known impact or consequence to the pt was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. An investigation is in progress. A supplemental medwatch will be provided when our investigation is complete.